Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The reported patient effects of angina and restenosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use, are known adverse events associated with the use of a coronary scaffold in native coronary arteries. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that the 3.0 x 23 mm absorb scaffold was implanted in the proximal right coronary artery on (B)(6) 2015. The patient was readmitted on (B)(6) 2017 due to angina. Angiography was performed and the scaffold was noted to be 99% occluded (restenosis). A 2.75 x 28 mm non-abbott drug eluting stent was implanted for treatment. The final patient outcome was good. No additional information was provided.